Event description:
73 y/o pt w/diagnosis of esophageal ca. Portacath placed 5/14/97. S/p 3 doses of chemo. Admit to outpt. Facility 9/18/97 for removal of portacath due to suspicion of a fracture in catheter. During removal 9/18/97, portacath catheter did fracture. Pt required radiology special procedure to remove retained catheter portion on left subclavian. Pt discharged from radiology on same day after successful retrieval.